Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited no sensing or pacing in bipolar. Unipolar threshold measurements were less than 1v with rv autocapture (rv). Review of past strips showed a rv autothreshold (rvat) episode with confirmed pacing spikes, however, oversensed noise with pacing pauses as high as four seconds were observed before and after the episode. It was noted that the patient was pacer dependent. Technical services (ts) reviewed programming options. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited no sensing or pacing in bipolar. Unipolar threshold measurements were less than 1v with rv autocapture (rv). Review of past strips showed a rv autothreshold (rvat) episode with confirmed pacing spikes, however, oversensed noise with pacing pauses as high as four seconds were observed before and after the episode. It was noted that the patient was pacer dependent. Technical services (ts) reviewed programming options. This pacemaker system remains in service. No additional adverse patient effects were reported.